Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and causing the pump to shut down. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.